Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image was not displayed on the subject device and red light was on inside the back panel. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The following sections were the device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found the printed circuit board was defective. Additionally, they found that although the power indicator turned on, the power switch did not work. Based on the results of the investigation, and since more than six years have passed since the subject device was manufactured, the event was likely caused by a failure due to aging.